Manufacturer narrative:
Batch review performed on 16 october 2019: lot 114719 : (B)(4) items manufactured and released on 08-feb-2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: two years after primary cementless tha the patient reports pain and the stem is replaced. The radiographs show a stem that ended up slightly valgus. The patient may have undergone bone evolution and the stem can have adjusted its position in a rather unfavourable way, with the tip leaning on the medial side of the diaphysis and creating an unfavourable stress concentration. The original cause for this stem position is unknown.

Event description:
Revision surgery performed after 1 year and one month after the primary due to stem loosening. The surgery was completed successfully.